Event description:
Suction arm loosened. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the operation channel leakage. Based on the result, we concluded, that it was caused, due to the excessive force applied on the operation channel. In addition, we confirmed, that the ccd/us probe unit broken, the insertion flexible tube (ift) buckled, the us probe leakage, and the jet socket cut. However, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: h6: coding changed, based on the investigation result.